Manufacturer narrative:
Eval summary: following investigation of the o2 sensor failure, which was found to be related to a user error, incorrect assembly of the water trap, checkout of the device was conducted. During checkout, a valve check test failed. The internal flow sensor was replaced and the valve check test was then successful. This MDR was prepared to report the flow sensor as an incidental discovery not related to the reported issue, found during extended checkout.

Event description:
On (B)(4) 2010, a respiratory therapist reported oxygen (o2) cell failure on the inomax ds, (B)(4). The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.